Event description:
The procedure was done at the dr (B)(6) office and I was able to feel the pain and watch as the dr was inserting these coils in my tubes. The pain was horrible as I was told the pain was minimal. I was informed I would be fine to do what I had to do right afterwards. I practically was in bed in pain for about 2 weeks. The pain in my lower body was horrible that at times I would cry. I would take tylenol to calm down my pain. After about 6 months past the procedure I started getting headaches that I had never really had before I had my procedure done. Morning sickness and bloating around the time of my menstrual cycle, cramps were horrible to the point where I just wanted to stay in bed and not do anything. Little by little my life has been taken away with this procedure. I no longer wanted to hang out with friends, family, my kiddos wanted to go to the park and I was just in no mood to go due to pain. Back pain, lower abdominal pain, headaches, always feeling sick. I'm always sleepy, tired, having headaches, back pain, horrible cramping when menstrual cycle is around, big blood clots that I never and I mean never had experienced before I got procedure. I've thought time after time I am pregnant just because I get all the systems of being pregnant,I 'm unable to loose weight, I get bloated to where I look like im pregnant and days after my menstrual cycle is over it goes down keep in mind I never experienced this before I received procedure.